Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-04701. Related manufacturer reference number: 2017865-2020-04702. It was reported that the patient has deceased. There was no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
The device was returned after patient death. The device did not communicate when received due to low battery voltage. The session record on (B)(6) 2019 was reviewed and indicated normal device functions and met longevity at that time. The device was tested and functioned normally. Due to lack of data, the cause of the low battery voltage was undetermined, but suspected battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.